Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, and scratched screen.

Event description:
The customer reported that insulin squirted out during the manual prime process. The customer changed the reservoirs and infusion sets, but the anomaly continued. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned that he could not get to the screen and insulin kept coming out, and then the device alarmed. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.